Event description:
User states they have been receiving random low results over a two day period. Five samples were known to be involved. Three examples were provided. Sample 1 initial bicarbonate result was 1 mmol per l, which was verified and caught by the doctor. The sample was rerun with a result of 23 mmol per l. In 2009, sample 2 initial amylase result was 1 u per l. The tech repeated the sample on another analyzer at the site and received a result of 45 u per l. Sample 3 initial ast result was 1 u per l. The tech repeated the sample on another analyzer at the site and received a result of 4 u per l. Erroneous results for samples other than sample 1 were not reported. No treatment was received due to the erroneous results.

Manufacturer narrative:
The field service representative determined there was debris in the bath and replaced the sample probe, cleaned the bath and decontaminated the analyzer. On follow up visit, he replaced the md30 pump head and sample probe. He cleaned the water tubing and syringes and performed sample probe adjustments. He performed calibration and qc which performed to specification.